Event description:
A bare metal wire (bmw) was placed into the posterior descending artery (pda) and a pt2 wire was advanced into the posterior left ventricular (plv) branch where there was an occluded previous stent in the mid-vessel. The stent was initially attempted to be crossed with the wire; however, lack of backup support was an issue and a 2.0 x 15 emerge balloon was then advanced to the proximal portion of the vessel in the plv branch to give further support when trying to cross the occluded stent. The wire was briefly knuckled and unsuccessfully advanced through the occluded stent. The wire was then used again to probe to see if a channel could be obtained through the occluded stent. The tip of the wire appeared to be fixed and with continued torquing on the wire; the tip of the wire catheter became dislodged from the shaft of the wire and was retained at the previous occluded stent, approximately 10 mm of wire. The wire was then removed.